Manufacturer narrative:
(B)(4). Concomitant medical products: us157852- m2a-magnum pf cup 52odx46id- 306340, 157446- m2a-magnum mod hd sz 46mm- 073130, 11-103205- taperloc por lat fmrl 11x142- 030450. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00950, 0001825034 - 2022 - 00951, 0001825034 - 2022 - 02561. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision approximately 13 years post implantation due to periprosthetic fracture, elevated metal ions and metallosis. During the revision synovitis was noted. The head and adapter/sleeve were exchanged without complications. The stem and cup remained implanted. No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.